Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was an equipment malfunction encountered in the oncology day hospital (hdj) during a chemotherapy session. The nurse noticed a drop-by-drop leakage at the level of the gripper valve. Further on, it was noticed that the chemotherapy solution leaked onto the patient¿s clothing. The infusion was stopped and the patient¿s skin was decontaminated. At that time, no skin reaction has been observed. The patient was seen again, the next day for skin decontamination. There was patient involvement and no clinical consequences were reported.

Manufacturer narrative:
Photos were received for evaluation for the complaint that a drop-by-drop leakage at the level of the gripper valve. The photos received the defect was not possible to confirm, samples and lot number was not received, therefore the corresponding test could not be possible to confirm, in case to receive the lot and the sample, the complaint will be re-open for perform the corresponding evaluation.